Event description:
Angioplasty performed on right proximal common iliac artery from the contralateral approach. Inflated balloon per specifications balloon then ruptured, balloon was then deflated. Upon removal of the balloon catheter, the tip of catheter detached from the main catheter, causing the catheter to fracture.